Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the surgeon used the er320 to clip the cystic artery. When the surgeon went to fire the instrument it ejected a clip past the distal end of the clip applier with closing. The same instrument was used to complete the procedure. There was no consequence to pt.